Event description:
During an atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. It was noted that the catheter was in low confidence and would not collect geometry or map. Switching to navx mode caused the catheter to appear distorted. The system was restarted, the connector was changed, the connector port was changed, and the catheter was exchanged but the issue persisted. The catheter was exchanged again but with no resolve. The procedure was suspended with no adverse patient consequences. The procedure has been rescheduled for the patient.